Manufacturer narrative:
Steris requested the roth net platinum subject of the reported event be returned for evaluation; however, the device was not available. Without the return or evaluation of the subject device, a cause of the event cannot be determined. The device history record was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. Steris offered in-service training on the proper use and operation for the roth net platinum; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the net from their roth net platinum got caught on a clip that had been placed at the base of the polyp in the colon. User facility personnel cut the net at the handle outside of the patient to remove the colonoscope from the patient. The polyps were successfully removed and retrieved. It was confirmed during a follow-up appointment that the net was not present in the patient. No report of injury.